Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta catheter was returned for evaluation. The sample was bloody. No kinks or other anomalies were noted to the device. The device guidewire lumen was flushed. The balloon was inflated using an in-house presto inflation device. Water was exiting from balloon. Under microscopic evaluation a longitudinal rupture was noted(30x). Therefore, the investigation is confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023), g3. H11: h6(result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the patient's left upper arm fistula, the pta balloon allegedly busted at 15atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure in the patient's left upper arm fistula, the pta balloon allegedly busted at 15atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.